Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported events could not be conclusively determined. However, based on the following investigation results, the reported events can be attributed to the printed circuit board and dp board. Olympus medical systems corp. (Omsc) investigated the device and confirmed the following. -from the information provided, it was confirmed that the printed circuit board and dp board were out of order. -there was no abnormality in the appearance of the printed circuit board returned to omsc. When the printed circuit board was inspected in combination with other devices, the reported event was reproduced. -from the manufacturing history, it was confirmed that the device was a product that conformed to the specifications. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The same malfunction occurred at the user facility before, and the device was repaired by the (B)(4) workshop on november 9, 2021, but failed again. Therefore, the device was returned to omsi for repair again. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the endoscope image was displayed on the monitor screen by the connected endoscope and the switches on the front panel also responded while pressed. -there was no abnormality in the internal state of the device. -the video connector socket was loose. -the lid was slightly corroded and scratched. -due to a printed circuit board failure, all the leds on the front panel were lit up. After replacing the printed circuit board, the issue was resolved. The appearance of the printed circuit board was confirmed, but no liquid penetration marks, burn marks, or corrosion marks were found. (B)(4) surmised that this printed circuit board was defective within two days of the last repair. The defective printed circuit board will be sent to omsc for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during routine inspection by a technician, all leds on the front panel were intermittently lit and blinked. Olympus then inspected the device at the service department of olympus (B)(4) and found that the dvi video signal was not output and the dvi image was not output, due to a dp board failure. There was no report of patient injury associated with the event.